Event description:
It was reported that this right atrial lead was explanted along with the implantable pacemaker and right ventricular lead due to unknown reasons. The device system remained in service for less than one year and it was not replaced for another system. No additional adverse patient effects were reported.